Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2013; 419488 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the atrial lead had far field r-wave oversensing during ventricular tachycardia. The lead remains in use. No patient complications have been reported as a result of this event.